Manufacturer narrative:
The device was not returned for analysis. The lot history record review and a similar complaint review were not performed because this incident was based on an article review and no lot information was provided. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of implant is estimated as (B)(6) 2018. Date of event is estimated as (B)(6) 2018. Device code (B)(4) patient selection. Literature attachment: article title: short-term clinical outcomes of transcatheter tricuspid valve repair with the third-generation mitraclip xtr system.

Event description:
It was reported through a research article that between april 2018 and december 2019, 50 patients underwent a mitraclip procedure to treat tricuspid (tr). At the 30 day follow up, it was observed that in three patients, the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Additional details are listed in the attached article, titled ¿short-term clinical outcomes of transcatheter tricuspid valve repair with the third-generation mitraclip xtr system.¿